Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of abrupt shutdown was unconfirmed; the scanner did not shut down while ac power is plugged in. The cord problem is part of the ac adaptor which was not sent in with this work order for evaluation. The site rite 8 was visually inspected upon receipt and was found to be in good physical condition. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm: it¿s turning off while plugged in. It¿s completely charged but shuts off every once in a while during procedure.